Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.25x16mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the distal part of the stent got damaged. The procedure was completed with a non-bsc device. No patient complications were reported.